Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the bed repair shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the side rail latch was dirty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2009 - 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned the latch assembly and reassembled it to resolve the issue. Based on this information, no further action is required.